Event description:
It was reported via repair work order that the power load system did not function due to the routing tray being broken. No adverse consequence or clinically relevant delay in treatment was reported.